Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet received.

Event description:
The event involved a chemoclave® vented bag spike where the customer reported that fluid couldn't drip during infusion. A concomitant drug was involved in the event and it was unknown if there was chemo. No bleedback was noted and there was no delay in critical therapy. There were no obvious defects noted on the product and no other defects noted. The device was not reprocessed. There was patient involvement reported and no patient harm/adverse event reported. There were 10 reported impacted devices.

Manufacturer narrative:
Received one (1) used. List #ch-14, chemoclave® vented bag spike; lot #14130448. No visual damages or anomalies were observed. The reported complaint of no flow could be confirmed. The returned sample was tested and no flow was observed. The clave was disassembled and was observed to have a bent tip. The probable cause is from a molding defect during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.